Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. In addition, it was reported that resistance was experienced during the fill process. Customer was eventually able to fill the same cartridge without issue. Customer¿s blood glucose level was 135 mg/dl.